Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg had migrated and the patient was experiencing pain at that ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted, the ipg pocket was revised, and a new ipg was implanted to address the issue.